Event description:
It was reported that the patient was admitted to the hospital due to inappropriate shocks. Noise was observed on the lead. Therapies were turned off on the device. No externalized conductors were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.